Event description:
This report concerns alcon clear care contact lens cleaning and disinfection solution, lot # 252823f, exp 07/2017. This is a contact lens disinfection solution containing hydrogen peroxide. It must be used with a special lens case that contains a disk made of material that neutralizes the peroxide. I have been using this product for years and have never had a problem with it, but after opening a new box with the lot number shown, I have experienced stinging when attempting to reinsert my contact lenses after disinfection. I also noticed that while the lenses are soaking in the disinfectant solution, it bubbles a lot more strongly than it usually does. I think there is something wrong either with the solution, or with the case's neutralizing disk (the case is new also and was contained in the box along with two bottles of solution). Rx meds: none, other than contact lenses and the contact lens disinfection product that is the subject of this report.

Event description:
Add'l info received from reporter on (B)(6) 2016: this is a follow-up report to access number mw5061836, in which I reported a burning sensation in my eyes after inserting contact lenses cleaned with alcon clear care. I have since concluded that this problem resulted from user error, not from a problem with the product. It appears that the clear care solution (which contains peroxide) got on the outside of the lens case where it does not get neutralized, as does the solution inside the case. This peroxide then got onto my fingers when I opened the case, was transferred to the contact lenses, and caused the burning. After rinsing the outside of the lens case with saline solution, I had no further problems using that same bottle of clear care. A representative from alcon called me a few months ago and I advised her of the above. Is the product compounded: no. Is the product over-the-counter: yes.

Event description:
This report concerns alcon clear care contact lens cleaning and disinfection solution, lot # 252823f, exp 07/2017. This is a contact lens disinfection solution containing hydrogen peroxide. It must be used with a special lens case that contains a disk made of material that neutralizes the peroxide. I have been using this product for years and have never had a problem with it, but after opening a new box with the lot number shown, I have experienced stinging when attempting to reinsert my contact lenses after disinfection. I also noticed that while the lenses are soaking in the disinfectant solution, it bubbles a lot more strongly than it usually does. I think there is something wrong either with the solution, or with the case's neutralizing disk (the case is new also and was contained in the box along with two bottles of solution). Rx meds: none, other than contact lenses and the contact lens disinfection product that is the subject of this report.